Manufacturer narrative:
(B)(4). The service engineer updated the software on the customer replaced graphic user interface printed circuit board. The ventilator passed self tests.

Event description:
It was reported that the ventilator's graphic user interface was inoperative. The ventilator was not on a patient at the time of the event.